Event description:
The reporter stated that she did back to back blood glucose tests, one after the other, using different finger sticks and strips. Her results were 440 and 227 mg/dl. She did not have any symptoms. A control test could not be done due to lack of supplies. On follow-up, the reporter assured the lifescan representative that she fully inserts the test strip into the meter for each test; reviewed testing procedures and discussed back to back testing and meter to lab comparison tests.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8